Event description:
Coolsculpt was performed on me and instead of reducing any fat, I have two large bulges on the area where it was performed. I spoke with a surgeon to correct it and he concluded it was a fat enlargement.